Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) b(B)(4) alleging the patient's onetouch veriopro meter read inaccurately high compared to another device. The customer care advocate (cca) was unable to reach the lay user/ patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. It is not known when the alleged issue began. It is not known how the patient manages her diabetes or if changes were made to the patient's usual diabetes management routine. One evening, it was reported the patient obtained blood glucose results of "120 mg/dl" with the subject meter and "57 mg/dl" on another meter, performed within an unspecified time of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. Prior to the alleged results, the reporter claims the patient felt a symptom of "hypo." Specific symptoms were not specified. Treatment was not specified. Blood glucose results obtained prior to the patient's reported symptoms were not provided. In the morning, the patient obtained blood glucose results of "157 mg/dl" with the subject meter and "103 mg/dl" on another meter. The alleged issue was not resolved at the time of troubleshooting. Based on the information provided, there is no indication that the product caused or contributed to a serious injury. The patient's symptom of "hypo" started before the reported issue first occurred. It is not known what the patients' readings were prior to the onset of the reported symptoms. There was no indication that the patient's symptoms deteriorated after the product issue occurred. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.